Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device was not returned. Complaint and manufacturing history records were not reviewed as a valid lot number was not provided and could not be obtained. The sales representative reported there was no apparent damage to the screw which backed out. It was reported that the patient had normal bone quality and did not experience a fall, there were no complications during surgery, and the patient fused. X rays are not available. The blocker was tightened with the es2 torque wrench with anti torque to 12nm as indicated in the surgical technique. Without evaluating the device, a definite root cause cannot be determined. Possible root causes include over/under tightening, and off loading of the blocker. It was also reported that the patient fused. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Once healing occurs, loading is applied directly to the implants and may cause loosening and may have contributed to the event.

Event description:
It was reported the patient complained of pain located in an area other than where the initial operation was performed. X- ray confirmed the patient had adjacent level syndrome disorder on the level above the surgery area; it was also noted that the top level blocker had come completely away from the fusion construct. Patient was revised to decompress the level above the original surgery and the blocker was replaced.

Manufacturer narrative:
Device evaluated by MFR: patient has the device.

Event description:
It was reported the patient complained of pain located in an area other than where the initial operation was performed. X-ray confirmed the patient had adjacent level syndrome disorder on the level above the surgery area; it was also noted that the top level blocker had come completely away from the fusion construct. Patient was revised to decompress the level above the original surgery and the blocker was replaced.